Manufacturer narrative:
Unit had multiple spanish anomaly alarms in alarm history screen due to corrupted history file. Unable to verify history anomaly due to corrupted history file. Unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and tone check/vibrate check on self-test. No excessive no delivery alarm noted. No audio/beep anomaly or vibrate anomaly noted during testing. Unit was programmed with multiple boluses and monitored. All boluses delivered and were properly listed in the bolus history screen. No history anomaly noted during testing. No unexpected suspend noted during bolus deliveries. The suspend feature functions properly. No damage noted on case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 400 mg/dl. Customer attempted to correct with bolus delivery and delivery was suspended. Customer's blood glucose elevated to 600 mg/dl. Customer reported that insulin pump never alarmed. Customer also reported of not being able to hear the beeps. Customer was assisted in changing alert type to vibrate. It was noted that boluses were not recording in bolus history or carelink. Insulin pump passed self-test. Customer was advised that insulin pump would need to be replaced.